Event description:
It was reported that they were getting errors during a scan, causing the patient to be re-exposed. It was determined that recalibration of the filter drum was needed. Once this was done, the system is working as intended.